Event description:
A medtronic representative reported that while in a spine procedure, the thoracic spine clamp arm disconnected from the clamp screw. The surgeon continued using an open spine clamp, and completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
RMA issued. Replacement thoracic clamp shipped to site (B)(4) 2013. Medtronic investigation of returned suspect device finds that as reported, the weld was broken at the star burst separating the two pieces. Broken pieces, mechanical issue, directly caused the event.